Event description:
Patient was treated with a reusable mea applicator. Mea procedure aborted due to suspected forward advancement of the applicator. Laparoscopy for sterilization was being conducted at the same time as the mea procedure, confirmed a uterine perforation and an approximate 1 cm blanched area on the sigmoid colon. The patient was admitted for observation only. The patient recovered without further sequelae.

Manufacturer narrative:
The mea system records data for each patient treatment procedure, including system parameters and patient data entered by the physician. The company analyzed the mea system's treatment data file associated with this event. The conclusion of the analysis was that the mea system was functioning within operating specifications at the time of the treatment, and no malfunctions or performance deviations were present.